Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamiton medical ag: "technical event 231008" (o2 valve leak). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: "technical event (B)(4)" (o2 valve leak). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The issue occurred outside ventilation, when the device alarmed both visually and audibly (continuous) and displayed technical event 231008, indicating an o2 valve leak. Consequently, the event did not cause or contribute to a death or serious injury to a patient. No log files were provided for analysis. The failure was identified as a high-priority technical event occurring during the self-test and ventilation phases. Based on the reported error code, the issue may be related to a defective o2 proportional valve within the mixer assembly or a leak in the lpo inlet. An o2 mixer assembly was ordered as a correction. However, no confirmation was received from the customer regarding whether the replacement resolved the issue. Due to the lack of diagnostic data and follow-up, the exact failure mode could not be confirmed, and the case was closed without further investigation.

Event description:
The following was reported to hamilton medical ag: "technical event 231008" (o2 valve leak). No patient involvement.